Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed ¿connect cgm or enter bg dosing stopped¿ and was unable to pair with a dexcom g6 transmitter, resulting in the pump searching for the transmitter and suspension of automated dosing; the user reentered sensor and transmitter ids, performed g6¿g7¿g6 toggling, restarted the ilet, and entered fingerstick values in bg run mode, but pairing to the ilet failed and the user transitioned to backup insulin by pen. Symptoms included hyperglycemia with a reported maximum of 386 mg/dl without ketone testing or clinical intervention. Outcomes included prolonged elevated glucose over six hours, use of backup therapy, and subsequent return of glucose to range after manual management. Investigation included troubleshooting of cgm pairing, verification of identifiers, device restart, and referral to the cgm manufacturer for replacement components. Investigation of this case revealed a communication or connectivity failure between the ilet and the dexcom g6 transmitter that prevented cgm-based automated dosing while other pump functions and manual bg entry were operable. It was concluded, based on previously established findings for similar reports, that the cause was a cgm integration connectivity issue with undetermined root cause.